Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 2 of 4 on the home choice (hc). The home patient (hp) needed assistance with the se 2240. The technical service representative (tsr) instructed the hp to cycle the power on hc and the se2367 followed. The tsr explained both system errors to the hp and advised the hp must start over with all new supplies on the hc. The hp understood and stated that she pressed go to start therapy before connecting. The hp would start over with all new disposables. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the dwell stage, where the home patient stated that she pressed go to start therapy before connecting. Starting therapy before connecting is a use error that has been know to cause a system error 2240 and/or contamination. Per baxter labeling, users are instructed to connect to the homechoice prior to initiating peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.